Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had a pocket hematoma. Upon opening the pocket of the implantable cardioverter defibrillator, only blood clots were found. No infection was noted. The pocket hematoma was evacuated and the pocket was closed after cultures were taken. The patient was stable.